Event description:
As reported, approximately 1.5 years post op initial left tha, this female patient was revised due to subsidence. Her left leg was about a cm shorter than her right leg. The hip was dislocated, the femoral stem checked and found to be well fixed. The head was removed. Attention turned to the cup. The liner was removed with the help of a bone screw. Cup was well fixed. Implanted a new g3 alteon 10 degree face changing liner and a smith nephew 12/14 taper 32mm +16 head. Patient was last known to be in stable condition following the event devices are not retuning - patient wanted implants. No further information provided.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been due to insufficient bony support for the implant, which resulted in femoral stem subsidence. However, this cannot be confirmed from the as the femoral stem was not returned for evaluation and immediate post-operative radiographs from the index surgery were not provided. Section h11: the following sections have corrected information: (d1) brand name: mono rev stem std 20x195. (D4) catalog number: 01-010-20-4195, serial number: (B)(6), expiration date: 30-sep-2024, unique identifier (UDI) #: (B)(4). (H4) device manufacture date: 03-oct-2019.